Event description:
A zoll lifecor pt services rep. Contacted customer support to report that one of his battery packs was not working properly. The psr reports the battery will not power up a monitor and displays a red flashing fault light on the charger. The psr's suspect battery pack was replaced.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery pack not powering a monitor and displaying a fault on the charger was defective cells within the battery pack. One or more of the cells had residue/corrosion on them the source of the residue/corrosion has not been positively identified but its likely electrolyte from a leaking cell. The root cause of the leaking cell has not been determined. The battery cells were replaced. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.